Event description:
Customer reported the unit of measure setting of her unlocked freestyle meter changed from mmol/l to mg/dl. Prior to realizing the units had changed, customer reported she had medicated hereself as if the readings were in mmol/l. Customer did not require third-party medical intervention, did not receive a diagnosis or sustain serious injury as a result of this event.

Manufacturer narrative:
This is an initial report. Follow up report will be submitted if the product is returned for evaluation. It should be noted this case involves two meters: